Event description:
It was reported that this right atrial (ra) lead was fractured. This resulted in a pacing lead impedance measurement greater than 3000 ohms, which was out-of-range while in bipolar configuration, as well as it triggered a change to unipolar sensing configuration. Physician was attempting to perform a magnetic resonance imaging (MRI) which technical services (ts) noted was not indicated with the product in this condition. Ts advised reprogramming as troubleshooting as patient was not pacing dependent. No adverse patient effects were reported. Currently, this lead remains in service.